Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured a transient low speed event associated with low speed advisory alarms, as well as a transient pump stop with associated low speed advisory / hazard and low flow hazard alarms. The date / time of these events was unable to be determined because the system controller's clock was not set (refer to the investigation of the system controller for more information). The associated voltage levels indicated that the low speed and pump stoppage events occurred while the system was powered by a power module. No other notable events were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and patient handbook rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was alarming while attached to the power module. The alarms stopped when connected to batteries. Interrogation showed 3 low flow alarms, one of which resulted in a pump stop. The clock was not set and a short to shield was expected. The log files showed 2 consecutive pump stops and 2 low speed advisories at different intervals. The speed dropped below 0 and the date/time was unable to be determined because the controller clock was reset. The x-rays of the driveline were unremarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.